Event description:
It was reported that the patient experienced redness in the site of this zio patch monitor. In addition, one of the parts of this zlo patch monitor was coming off and red underneath. The (B)(6) technical services consultant referred to contact the manufacturer. As of this time, this monitor remains in service. No adverse patient effects were reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".